Manufacturer narrative:
Investigation included evaluating the returned proximal portion of the device, as the distal portion which had been retrieved from the patient was discarded by the facility and thus was not available for evaluation. The lot number was not reported for the product involved in the event. The investigation indicated no evidence of manufacturing related issues that could have contributed to the event.

Event description:
It was reported that during attempts to remove the catheter from the patient following completion of therapy, difficulty was experienced. The catheter broke with a piece remaining inside of the patient. The patient was taken to the cath lab where the separated segment of the catheter was successfully surgically removed.